Event description:
(B)(4).

Manufacturer narrative:
(B)(4). In a follow up with the facility, the reporter confirmed that the patient was ok. The reporter stated that the patient was allergic to polyurethane and they were not aware of this prior to the CT scan. The reporter stated that the patient was scheduled for surgery the following week and the facility had to change their surgical protocol around in order to accommodate the patient's allergic condition. The reporter also stated that the sample has been discarded and they have had no other issues of this nature. All available information has been forwarded to the manufacturer, b. Braun (B)(4). Their investigation is ongoing at this time. A follow up report will be submitted when their results become available.